Event description:
Pt experienced blistering of the skin following the use of the latex free flexible wound closure.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-eval.